Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 500 mg/dl. The customer complained of stomach aches, vomiting and lethargy. He reported that his blood glucose readings reached as high as 600 mg/dl. Upon troubleshooting, it was found that the insulin pump passed the high pressure test and was functioning as designed. The customer's mother stated that the last infusion set cannula was bloody and dry upon removal. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.